Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an uncommanded shut down. No patient injury was reported.